Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis coronary procedure, which was completed by moving the patient to another cardiovascular system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lost the live image. The review of the system log files showed rx tube failure. Upon troubleshooting, fse found the rx tube had a grid switch defect. Fse suggested replacing the rx tube, but the customer did not accept the quotation, and the customer is looking for another alternative to solve the problem. The system does not meet the specifications for the service performed and is not returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system lost the live image. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.